Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported his implant stopped working weeks ago and so he went to healthcare provider (hcp) last thursday and got his device started because it had not been started for a long time. Patient stated the implant was working when he left the hcp¿s office but stated just like before the weekend his device went off again. Patient noted that all he knows is that his implant was vibrating strongly and then after a few hours it started to fade away. Patient confirmed he noticed a strong vibration when they fixed his device at the hcp office. Patient confirmed the patient programmer showed poor communication screen both with and without antenna attached. There was no fall or trauma related to the issue. At about a day later, patient further reported he received the replacement pp in the mail but he was still unable to connect to the implantable neurostimulator (ins) and seeing poor communication screen. This was both with and without antenna attached. There were no further complications that have been reported as a result of this event.